Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for further root cause evaluation; therefore, the condition of the product could not be verified. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The operator¿s manual states: appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubing is not occluded during any phase of operation. Use of a phacoemulsification handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. The system is designed to cool the phacoemulsification (phaco) tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be conclusively determined as product was not returned, and the condition of the product could not be verified. The image provided by the customer was assessed but no failure mode could be ascertained from the image. No further investigative or manufacturing actions are warranted at this time as the root cause could not be conclusively determined. Current tracking indicates no adverse trend for this lot for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an iris burn was observed while using an active sentry handpiece supported with phacoemulsification tip (phaco tip) during performing the phaco mode of a dense grade four cataract surgery (with intra ocular lens implantation) with incision size of normal 2.4 millimeter (mm). It was suspected that either the sleeve was not protecting from thermal injury or the shaft of tip was having contact with the iris cause the burn. There was a mild iris defect but no impact to the patient. There was no requirement of any surgical or medical intervention too. This report pertains to sleeve of the procedure pak involved in reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.